Event description:
The customer reported that his olympus camera head was not producing an image when connected during preparation for a diagnostic procedure. According to the initial reporter, the staff used a different camera head to continue to procedure with no patient harm reported.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. No image was displayed due to a faulty charged coupled device unit. It was also noted that the subject device failed the leak test due to a puncture on the cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the product was manufactured over 15 years ago. The product was manufactured in 2004. The specific date is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device could not be determined. Olympus will continue to monitor field performance for this device.